Event description:
It was reported that during a cardiac ablation procedure, a catheter temperature sensor fault message occurred and ablation could not be continued with the original catheter. Temperature spikes during ablation were observed and perceived as too high, and the p2 electrode was described as ¿full of noise.¿ the physician removed the catheter from the body and observed unknown residue on the catheter lattice tip. The catheter was replaced during the case, which resolved the issue. The case was completed. No patient complications have been reported as a result of this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.